Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable glucose results on their cobas 8000 analyzer. The customer provided data for two patients, of which one had discrepant results. It was unknown when this event occurred. The patient's initial glucose result was 38.06 mmol/l. The customer stated the had a rule in the psm system to hold any glucose result greater than 20 mmol/l and to rerun samples by front loading to double check samples for quality issues. However, it is unknown if the initial result was reported outside the laboratory. The repeat result was 5.5 mmol/l. It was unknown if the patient was adversely affected by this event. The glucose reagent lot number and expiration date were not provided. The investigation of the reaction monitors determined that something dripped into the cuvette near the end of the ten minute reaction time. The customer also noticed dripping from the reagent probes. The field service representative went on site to investigate and resolve the issue. The probes were replaced and the position and wash levels were adjusted. The internal wash, gear pump pressure, vacuum levels, and laundry levels were all checked.